Event description:
On (B)(6) 2013, it was reported that the patient was in the emergency room the night prior due to two large grand mal seizures. Follow up with the physician indicated that it was unknown what the relationship between vns was to the increased seizure intensity. Sleep deprivation and excessive xbox play were casual or contributory factors that preceded the onset of the event. Interventions included discussing with the patient and caregiver to avoid sleep deprivation, take medications at the same time, and review use of the magnet.